Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, it was stated that the stapler did not catch both sides when attempting to fire. A second stapler was used to complete the procedure. There was no patient injury.